Event description:
It was reported that during a coronary stent procedure of the proximal circumflex artery, an edge dissection occured distal to the stent. They placed another stent distally and post dilated with the balloon catheter. The balloon was used to post dilate a second time. The balloon ruptured and would not go forward or backward when attempts were made to remove it. The balloon was pulled out and approximately 20mm of the balloon material and the balloon marker remained in the pt. The pt left the cath lab with timi 3 flow and asymptomatic. The pt died abruptly the following day.